Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the device's turbine assembly was malfunctioning. The distributor in (B)(4) was shipped a replacement turbine assembly to repair the device and return it to service. Carefusion issued a return good authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty turbine assembly for evaluation. As of 08/07/2015 the alleged faulty turbine assembly has not been received.

Event description:
The distributor in (B)(4) reported that the device alarmed "motor fault" and vent inop". It was reported that there was no patient involvement.